Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via home monitoring. It was noted that post-paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended and to be applied at a next scheduled follow up. The patient was stable.

Event description:
New information received notes programming changes were made. The patient was stable.